Event description:
User facility alleged that a patient turned blue while attached to the ventilator. Patient was removed from the ventilator and switched to a different ventilator.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator. Smiths medical pm, inc. Kits a patient circuit and regulator and packages it with the ventilator, therefore, smiths medical pm, inc. Is reporting as the manufacturer. Per a phone conversation with biomedical dept. Representative at the user facility, the following information regarding the incident was obtained: a patient started to turn blue so switched the patient to a different ventilator. Ventilator was cycling. Ventilator was tested by biomed dept. And no problem was found. Biomed dept stated that he suspects "a misplacement of tubing" and does not think the ventilator malfunctioned. Patient was not harmed. The ventilator along with the patient circuit that was used on the patient was returned along with the ventilator and evaluated. The patient circuit had an additional 9 inch hose (one that is not supplied by smiths medical pm, inc.) Attached to the port on the patient vale that connects to the patient (see attachment 1-picture of ventilator and hose as received from user facility). The ventilator along with the patient circuit was evaluated. The ventilator was run at the same settings as received with the 9 inch hose attached then without the 9 inch hose attached to verify whether the 9 inch hose creates a dead space that could result in inadequate patient ventilation. The tidal volume was measured under both conditions and found to be 550 ml in both instances. There appears to be no difference in performance with and without the additional 9 inch hose. The ventilator was functionally tested by the service department and found to be functioning properly but does not appear to have a slight leak in the demand valve because the % o2 concentration with air mix measured at the output was slightly out of specification by 1 or 2 counts reading high. Maximum specification is 50%, %o2 concentration measured was 51-53%. This will not have any negative impact upon the patient. See scanned pages.